Event description:
It was reported that a lead was explanted and when removing the lead, it appeared that the lead had a clean cut through it. It was noted that the insulated part of the wire was separated but the lead wire was still intact. It was reported that the doctor wondered if this could have happened inside the patient or if this could have been a product defect. It was noted that the cut was ¿so clean where it was separated it just seemed abnormal.¿ it was reported that everything was completely removed and the patient had no adverse events. Troubleshooting included impedance testing and x-rays.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v534679; product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far. Final device analysis of the lead revealed the following: the outer insulation and all conductors were cut. There were striation marks on the insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.